Manufacturer narrative:
This report is being supplemented to provide correction to g3 of the initial medwatch. The aware date should be 15th-february-2022.

Manufacturer narrative:
The referenced device was returned to the manufacturer. The device was evaluation and the customer¿s reported issue was confirmed when the connector was manipulated/shaken, horizontal lines/noise generated. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The exact cause of the reported issue could not be conclusively determined. However, the image abnormality potentially occurred temporarily due to a failure of the connector. The cause of the connector failure could not be determined. In general, the customer is required to check the function of all devices used prior to a procedure and that a suitable replacement device must be provided during an application. As stated on the IFU (instructions for use manual) and as a preventative measure, olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
Olympus (osh) was informed that the high definition autoclavable camera head has an ¿abnormal image when connecting endoscope for use¿. The event occurred during an unspecified event. No death, injury or harm was reported to olympus.

Event description:
The reported ¿abnormal image when connecting endoscope for use¿ was found during inspection before use. The nurse at the user facility reported the problem to the olympus distributor.